Manufacturer narrative:
The unit was evaluated by the service technician, and no malfunctions or defects were found with the unit. It was also reported that the nurse was not familiar with the new beds at the facility, and it is believed likely that she did not set the alarm properly. The sales representative has educated the nursing staff again on proper bed exit procedure.

Event description:
It was reported a patient fell out of the bed, and the bed exit alarm did not go off. The patient reportedly sustained a laceration. No additional information is known regarding the alleged laceration. A service tech evaluated the unit and no malfunction or defect was found.